Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system showed noise spikes and had an inappropriate anti-tachycardia pacing (atp) episode. The noise had also caused brady pacing to not be delivered when required. Technical services (ts) was consulted and recommended evaluation options for this system. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received, and this lead has been surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).